Manufacturer narrative:
The manufacturer is attempting to obtain additional information about this event. When further information is received, appropriate investigative actions will be taken. Device disposition not presently known.

Event description:
The manufacturer was notified via patient tracking that an annuloflex ring, af-836, was implanted and explanted on the same day. The device was replaced with a smaller annuloflex ring, af-834. No other information was provided.

Manufacturer narrative:
The manufacturer was unable to obtain additional information about this event. Based on the event information provided, the device was explanted intraoperatively, and replaced with the same device in a different size. As such, it can reasonably be concluded that the event was attributable to mis-sizing, and no further investigation is warranted at this time. Device not available, unable to followup.